Event description:
It was reported that the device was used during a gastric bypass procedure. It was reported by the rep that (2) tlc55 staplers misfired. Another tlc55 stapler was opened to complete the case. There was no consequence to the patient.